Event description:
Nearly all of our fleet of prismax crrt [continuous renal replacement therapy] machines have exhibited the same issue of peeling, bubbling or cracking paint on the base of the device. The base of this device is designed to collect liquids from the therapy to a sensor that alerts the device of any leaks. As a result, over time this has caused for the base's coating and paint to be degraded which can damage the integrity of the device.